Event description:
Manufacturer received a report which stated a patient slipped through the side rails on an electric bed and resulted in the patient's death. No one witnessed the incident and no malfunction has been identified.